Event description:
It was reported that no capture was observed. A problem in the connector header of the device was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was not confirmed in the laboratory. The device functionality was tested and found to be normal. The cause of the field anomaly was not determined.